Event description:
Information was received from a health care professional (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was a shocking sensation at the pocket. The patient had reported that the shocking occurred when the implantable neurostimulator (ins) was touched or when the skin around the device was moved. There were no associated falls or accidents etc. Impedances were run in a normal sitting situation with no shocking and were normal. Impedances were also run in a position that elicited the shocking sensation and remained normal. It was reported that the shocking was severe when the ins was touched or manipulated. The health care professional (hcp) planned to take the patient into surgery to explore possible ins and lead disconnection or break. The issue was not yet resolved. It was confirmed that the surgical intervention was planned. The patient weight and medical history were asked but would not be made available. The patient was currently alive with no injury. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-45, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: lead. Product ID: 3778-45, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the shocking was resolved and the leads were sent back for analysis. No further complications were reported/anticipated.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 3778-45 serial# (B)(4) implanted: (B)(6)2013 explanted: (B)(6)2017 product type lead product ID 3778-45 serial# (B)(4) implanted: (B)(6)2013 explanted: (B)(6)2017 product type lead only the implantable neurostimulator has been returned. The leads are expected, but have not been received. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The device was received for analysis. The rep reported on (B)(6)2017 that the patient continued to have shocking sensations in their pocket where the generator was placed. The generator was replaced about two weeks ago. The physician scheduled the patient to have their leads removed today (B)(6) . The shocking sensation was only evident with the system on and all impedances remain normal. The leads will be sent back for analysis. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-45, serial (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: lead. Product ID: 3778-45, serial (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: lead. Ins was returned 2017-08-03 and the leads were returned 2017-08-28. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient was admitted to the hospital for weakness in legs to rule out possible hematoma or compression. The patient¿s symptoms started approximately 3 days prior to admission. An MRI was obtained and no abnormalities were identified. The patient was discharged from the hospital and was doing better. The physician believed the events were related to psycho-social issues and the stimulator was not believed to be a contributing factor to his previous symptoms. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2013 explanted: (B)(4) 2017 product type lead product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2013 explanted: (B)(4) 2017 product type lead. Analysis of the implantable neurostimulator (ins) (B)(4) found that the ins was functionally okay and there were insignificant anomalies. Both the patient¿s ins and the control ins functioned properly throughout the duration of the test. Both devices were set to the parameters the explanted device had when received for analysis and the output was observed across 3+ 4- and 11+ 12-. Analysis of the leads (B)(4) and (B)(4) found that the outer insulation was melted in the body of the lead which was consistent with the electrocautery use in the proximity of the lead. An insulation leakage test was performed and normal impedances were observed, indicating there were no leakages observed in the insulation. Electrical testing of the lead determined the continuity was complete and no electrical shorts were identified between the circuits. Ins codes evaluations conclusion code: updated from (B)(4) to (B)(4). Evaluation results code: (B)(4) and (B)(4). Evaluation method code: (B)(4) lead codes evaluations conclusion code: updated from (B)(4) to (B)(4).. Evaluation results code: (B)(4) and (B)(4) evaluation method code: (B)(4) and (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.